Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported their ins had not been working. They stated they were in the bathroom every hour and had not been sleeping at night. Patient did not have access to their patient programmer to do troubleshooting. Caller reported that they had an appointment with their healthcare provider on (B)(6) and they wanted a manufacturer representative to be there. No further complications were reported or anticipated.